Event description:
Patient was treated for aneurysm on two separate dates, 2006 and 10 days later. The incident being reported concerns the procedure that occurred in 2006. Two aneurysms presented on the basilar trunk, off to right. The distal aneurysm was larger and successfully treated initially. Proximal was smaller with incomplete treatment, which resulted in re-treatment. The distal basilar trunk aneurysm was accessed with an excelsior sl-10 microcatheter and coiled with two coils. The excelsior sl-10 and a mti echelon-10 microcatheter were used to attempt to coil the proximal basilar trunk aneurysm without success due to the aneurysm having a wide neck. A neuroform3 stent microdelivery stent system was delivered and deployed in the basilar artery across the necks of both aneurysms. The proximal aneurysm was again accessed and gdc 10-ultrasoft stretch resistant coil was successfully placed. When the coil detached, the proximal segment of coil prolapsed into the parent artery. Attempted subsequent coiling was unsuccessful. At completion, the distal aneurysm was completely occluded. The proximal, smaller aneurysm was still filling. No thrombus and no distal emboli were observed on the final run. Although a total of three coils were placed in two aneurysms, as many as ten coils were opened which would suggest the aneurysms were difficult to treat. It is unclear which two coils were placed in the distal aneurysm to completely occlude it. In 2006, the patient was seen again to place a second neuroform3 microdelivery stent system. The treatment intent was to deliver a stent in an overlapping fashion relative to the original stent, with slight proximal displacement. The second stent was intended to serve two purposes: 1) pin up the prolapsed coil from initial treatment, and 2) provide added scaffolding to the proximal aneurysm for attempted coiling to achieve complete occlusion. The physician intended to use an exchange technique to deliver the stent. A cordis prowler-10 microcatheter along with a mti mirage.008" j-shaped guidewire were used to gain initial access distal to the implanted previously implanted stent. The mti mirage.008" was exchanged for a mti excelerator .010" exchange guidewire. The exchange guidewire was positioned without incident. The stent was back-loaded on the excelerator.010". It was noted that the orange sleeve acting as a conduit through the stent was in place and not compromised. The stent was delivered over the exchange guidewire, past the implanted stent and lesions unremarkably and without incident. The stabilizer was advanced proximally to the stent. The system was repositioned proximally to release any stored energy from the advancement of the stabilizer. Once the stent was in the desired position, the physician started to unsheathe the stent. At this time, the physician did note an unusually high level of friction. The physician stated that this friction was not anticipated in a straight, posterior anatomy. The physician stated that the friction level was similar or worse compared to the commonly more tortuous anterior circulation. The distal radiopaque markers were unsheathed and opened just proximal to the distal end of the first implanted stent. Approximately 1/2 of the second stent was deployed with unusually high levels of friction before the device locked up and would deploy no further. At this point, the physician attempted to manipulate the stabilizer and complete deployment and noticed that the stabilizer and stent microcatheter hubs were adjacent in a "hub-to-hub" fashion. The physican observed the basilar anatomy moving on angiography and decided to cease attempts with the original stabilizer. Removed the stabilizer and the exchange guidewire came out also. The stabilizer appeared compromised. The physician made several more attempts unsuccessfully with several other devices intended to act in a stabilizer like fashion. At this point, it was determined to abort the procedure. The patient has the microdelivery catheter implanted. The stent is partially deployed. The microdelivery catheter was inserted into the patient's femoral artery via the sheath. There was no complications post procedure.

Manufacturer narrative:
The subject device is currently in process of evaluation.